Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the de novo, 80% stenosed 3.0x17mm target lesion located in the mid right coronary artery (rca). Treatment placed a 3.5x20mm taxus express2 stent deployed at 14 atm's. Post dilation was performed with an unspecified balloon at 18 atm's resulting in 0% residual stenosis. The pt was discharged 2 days later on bayaspirin and plavix. No angina was confirmed at the 1, 6 and 9 month follow up visits. On day 266 in stent restenosis was confirmed and reintervention utilized 7000u of heparin to treat the 90% stenosed 3.5x48mm target lesion located in the mid rca with unspecified ballooning and stenting resulting in 0% residual stenosis. The pt was discharged two days later. Per the physician, the event was listed as possibly related to the device. No angina was confirmed at the one year follow up.